Manufacturer narrative:
Na

Event description:
On (B)(6) 2010, the patient underwent surgery with a t2 supra condylar nail. After two weeks, the surgeon confirmed by x-ray, that the condyle screw nut was loosing. Revision surgery was performed on (B)(6) 2010. However, the surgeon was not able to insert the new condyle nut. The revision surgery was completed by removing the loose condyle nut.